Event description:
Device 5 of 5: ref MFR report numbers - 1627487-2013-18095, -18096, -18097 and -18098.

Manufacturer narrative:
Results: the complaint for "no stimulation" was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to mfg specs using the autotester. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.